Event description:
The customer reported that it makes loud sounds during operation and get really warm. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing did not function. The laser was also broken. Maintenance was performed and various parts were replaced. Device was returned to the customer on (B)(4) 2013. Placeholder.